Manufacturer narrative:
Unit is in the process of being returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
After filling in the portable unit from the top and taking the unit away from the basis unit, liquid oxygen spilled from the filling connector. Liquid oxygen ended up on the patient's left hand's thumb, and ever since the patient has had a numb feeling in her thumb. Moreover, the liquid oxygen ended up on the wall, the sideboard and the carpet. Unit was tested at (B)(6) and the fault could not be reproduced. After talking with the user, it was found out that there is a possibility the connectors of the units were not wiped before filling.

Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The alleged incident reported could not be duplicated, the unit in question is within all manufacturers' specifications. There was no leakage of any kind identified, other than a worn lip seal which should be replaced as part of manufacturers recommended maintenance.

Event description:
This report was originally submitted on 10/17/2018, and is being resubmitted on 4/8/2020 as the original submission failed to go through. After filling in the portable unit from the top and taking the unit away from the basis unit, liquid oxygen spilled from the filling connector. Liquid oxygen ended up on the patient's left hand's thumb, and ever since the patient has had a numb feeling in her thumb. Moreover, the liquid oxygen ended up on the wall, the sideboard and the carpet. Unit was tested at vitalaire leipzig, and the fault could not be reproduced. After talking with the user, it was found out that there is a possibility the connectors of the units were not wiped before filling.